Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported there was a depleted battery. There was no patient involvement.

Manufacturer narrative:
G4: 03dec2020. D1: product description: v60 ventilator. D4: serial#: (B)(6). B4: 04dec2020. The battery alarm came on when the ventilator was turned on for set up. The biomed contacted the customer to pick up the ventilator as the ventilator was a rental unit. No further informational is available at this time. If additional information is received, the complaint will be reopened and a follow up submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.